Event description:
Info received indicates the ground loss light is illuminated.

Manufacturer narrative:
The tech found the ground on the power cord was disconnected. The tech replaced the power cord plug to repair the bed.